Manufacturer narrative:
The device is used for treatment and not diagnosis. (B)(6). The device is an instrument; it is not implanted/explanted. Additional information was received by hospital via e-mail on (B)(6) 2014 which changed the nonreportable complaint status to a reportable complaint. The subject device has been received and evaluated. A device history review was performed and no complaint related issues were found. An additional evaluation/synthes power tool evaluation was completed. The reporter's complaint that the unit is broken was confirmed. The device was tested and the complaint was duplicated. Engineering notes, evidence indicates this is due to improper handling. A service history review was conducted. The part received condition: the item was received with damaged finger piece. It concluded: a service history of the past six months has been reviewed. The item was previously returned for service on (B)(4) 2013 due to runs in locked position. The customer called in a service request for this item on (B)(4) 2013 for finger piece is damaged. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. The manufacture date of this item is 2-mar-2006. The source of the manufacture date is the device history record review. Placeholder.

Event description:
It was reported on (B)(6) 2013 that the trigger on the handle of the hand switch for electric pen drive is broken. Update ¿ (B)(6) 2014: additional information - it was reported by the hospital medical representative that the event occurred on (B)(6) 2013. It was further reported the handpiece (hand switch for electric pen drive ) would not come on during a revision arthrodesis procedure; the handle was broken. The surgery was successfully completed with a seven minute delay. There was not report of injury to the patient. No additional information is available.